Manufacturer narrative:
Neither the defective cannula was not made available nor any picture of the issue was provided to livanova. Follow up attempts with the customer to better clarify the claimed failure did not obtain any additional information. To investigate the claimed excessive malleability, yield strength and tensile stress have been performed using four (4) units pulled from the stock: two (B)(4) units had the same lot of metal wire as of the complained cannula and two (2) units belonged to an older lot. Results of the mechanical properties of all the tested units were in line with product specifications. A review of the DHR did not identify any deviations, non-conformity, material scrap/requests relevant with the claimed issue. No other similar complaint has been received for the claimed product with exception of a second event notified from the same customer (2020-03292). No other similar complaint was received in the last year over more than 1700 units sold. Livanova investigation could not confirm the issue claimed by the customer. No relation between the even and any device failure could be established. As the issue could not be confirmed, no root cause could be addressed, and no corrective action is deemed necessary. Livanova will maintain to monitor the market. Device not available.

Event description:
See intial report.

Manufacturer narrative:
Patient information were not provided. Livanova USA inc manufactures the aortic arch cannulas. The incident occurred in (B)(6). The involved device has been discarded by the user. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc has received a report that during a procedure, the metal core of the catheter used for the administration of cardioplegia in the coronary sinus was too flexible. According to the customer, the issue required an effort to direct the catheter in the closed coronary sinus and eventually the tearing and bleeding of the coronary venous sinus vessel. There is no report of any patient injury.